Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin with the pump. Technical support educated customer to use room temperature insulin when filling the cartridge. There was no adverse impact to the customer's blood glucose level. Customer reloaded the cartridge to resolve the issue.